Manufacturer narrative:
The employee subject of the reported event received treatment at the user facility emergency room and returned to work the following day. A steris service technician arrived on-site and spoke with the user facility regarding the reported event. The user facility stated the loading rack became stuck on the lip of the door while attempting to load the reliance synergy washer. The employee subject of the reported event dislodged the rack from the door and the door closed on her hand causing the reported injury. The technician tested the unit and was unable to re-create the reported event despite multiple attempts. The washer was confirmed to be operational. The reliance synergy washer's operator manual states on page 1-1, "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." The operator manual also states the proper loading practices for the reliance synergy washer in section 4.3. The event can be attributed to improper loading practices of the reliance synergy washer by the user facility personnel. A steris account manager performed in-service training with the user facility on the proper use and operation of the reliance synergy washer on (B)(4) 2017.

Event description:
The user facility reported an employee was injured when the door on their reliance synergy washer closed on her hand. Medical treatment was sought and administered.